Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a keypad anomaly. It was reported that the customer's buttons were unresponsive, while the pump continued to alarm without displaying any alarms on the screen. The customer's blood glucose level was reported to be 128mg/dl. It was reported that the device would be replaced.

Manufacturer narrative:
No button error alarm was noted during testing. However, intermittent act button response was noted due to corroded keypad traces. The insulin pump had a cracked display window, cracked case at the display window corners, cracked battery tube threads, a cracked reservoir tube lip and a missing end cap sticker.